Event description:
After 11 years of successful use, this patient's nucleus cochlear implant extruded through their skin. The device was explanted in 2004, reimplantation is planneda, after the wound has healed.